Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: asr uni femoral impl size 51; adapter sleeves 12/14 +2; asr acetabular cups 58; summit por taper sz7 hi off. Initial reporter occupation: non-healthcare professional.

Event description:
Patient was revised for unknown reasons. Update aug 9, 2017: asr claim letter received. It was reported that the implant was leaking cobalt into the patient's blood stream. Added stem and complainant information. This complaint was updated on aug 17, 2017. Update 8/9/2017 - der and claim letter reviewed to address reportability. The complaint is not a subject of formal litigation at this time. The alleged products "leaking cobalt into the patient's blood stream" and purported statement by patient's physician of "leakage of cobalt was a potentially life threatening condition" are not supported by any lab results of metal ion toxicity. The statement of "potentially life threatening" is not the same as a direct "life threatening". No specific patient or product harms have been provided. Elevated metal ions harms removed from products within complaint, as no concrete labs are available. All products currently remain MDR no for no reportable harms. Complaint updated on: 9/7/2017. Update 20 jul 2018: (B)(4) has been re-opened under (B)(4) due to receipt of asr litigation record. In addition to what were previously alleged, litigation alleges injuries, pain, suffering, emotional distress due to exposure of high degree metal debris and metal fragment poisoning. Doi: (B)(6) 2008; dor: (B)(6) 2017; let hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, patient was revised due to elevated serum metal ions. Operative findings reported that there was corrosion around the base of the neck of the stem and trunnionosis.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected:h6(device codes) product complaint # : (B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.